Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿red¿ particulate matter in the needle of the syringe of a floseal hemostatic matrix kit. This was observed during preparation of the product before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed by the naked eye and microscope. During visual inspection, red particulate matter consistent with the rubber stopper material of the diluent vial was identified on the rubber portion of the syringe plunger. The reported condition was verified. The cause of the reported condition was determined to be stopper coring which can occur by not following the instructions for use (IFU) during preparation of floseal. Should additional relevant information become available, a supplemental report will be submitted.